Manufacturer narrative:
Review of the log files from the AED identified that the AED was powered on three times on (B)(6) 2024, the date of the reported event, first for 29 seconds, then 259 seconds, then again for 132 seconds, the log files show that pads were never connected to a patient (zpat = open) in all these event files. The AED would not be able to analyze the patient or provide therapy without the pads being connected to the patient. No service codes or warnings were reported in history. Based on the information available it is not possible to determine a root cause. Additional information has been requested to continue the investigation. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that the AED was used on a patient who had hit his head and was found collapsed on a bathroom floor. The customer was unclear whether the AED administered any shocks and believed that the AED might not have shocked the patient because his heart was beating. They reported that the patient is currently in the hospital. This MDR is being filed as it is not known if a delay in therapy occurred and if this impacted the patient's outcome.